Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.4, doctor's inratio: 0.8. Time elapsed between each method of testing is two minutes. Patients therapeutic range is 2.0-2.5.